Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, d9, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: opening device assessed as unidentified (tear) opening no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ¿deflation¿ this record is for the left side. Device was explanted.

Event description:
Healthcare professional reported, ¿deflation¿. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported ¿deflation¿ this record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.